Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The exact catalog number is unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that the vena cava filter had a fractured component that was free in the abdomen. It was also reported that other filter legs appear to be perforating the caval wall and the filter was slightly tilted. There was no reported extravasation. The mm of perforation was not given. This was an incidental find while a CT scan was being done. Limited info regarding the filter is available, as this was implanted at a different hospital. Pt remains asymptomatic and there are no plans to remove the filter or the detached component.